Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2017.

Event description:
It was reported that the right atrial lead had high threshold. The lead remains in use. It was also reported that the device was not pacing at the expected magnet rate; the physician stated it was pacing higher. The physician was investigating the device issue further and it remains in use. No patient complications have been reported as a result of this event.